Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete. Phone failing electronic submission: (B)(6).

Event description:
The customer reported that the device is not starting. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.